Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
D4 - serial #: potential #(B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that another bag went dry. The total volume should have been 100.8 ml, but 102 ml was used to allow a slight to overfill in case of delayed appointment. They had prepared a total overfill of 110 ml. The air detector and upstream sensor had been turned on. The length of infusion had been set to 168 hours (7days). The pump was locked using a key. A cstd was not used to fill the cassette. No cstd was used as cstd was no longer used for blinatumomab. The extension tubing was primed manually by the pharmacy. They used their camera system to confirm the exact volume during priming. The infusion was completed approximately 1 hour earlier than scheduled. There was no reported patient harm. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. Associated admin set complaint documented on (B)(4).